Event description:
It was reported that a catheter issue occurred. An opticross catheter was selected for intravascular ultrasound examination (ivus) of the target lesion. During the procedure, flushing was difficult, with air bubbles observed while the device was inside the patient. The procedure was completed with another of same device. No patient complications were reported.